Event description:
During surgery, the cement set too quickly. It set in 6 to 7 minutes although usually 11 to 12 minutes. The surgeon is very experienced with the simplex cement and he addressed that he kept and handled the cement as usual, however, it set too quickly. Operating room temperature was at 24c. Distributor's warehouse temperature was 25c during the day, however, the air conditioner was off during nights. Night is around 30c or higher, however, it gets very warm during summer time. The cement was brought to the hosp the day before the surgery and kept in a refrigerator until 10 minutes before the surgery. The mixing was done manually. No antibiotic was mixed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.